Manufacturer narrative:
Customer discarded.

Event description:
The user facility reported that the base of the y connector was dissociated from the tube during a procedure. About 300cc of blood was lost as a result of the event. The patient was transfused with blood that was collected before the surgery. There was no delay and the case was completed.